Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after ten years, CT-abdomen and pelvis demonstrated the filter legs had penetrated through the ivc wall into the pericaval/mesenteric fat. Approximately after nine months, the patient experienced left lower extremity pain and chest tightness. Cta-chest demonstrated a pulmonary embolus in one sub segmental pulmonary artery to the anterior segment of the right upper lobe. Subsequently after fifteen days, the patient sustained trauma, developed scalp hematoma and low back pain and CT-abdomen and pelvis demonstrated hematoma of the right psoas muscle. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts were perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.